Manufacturer narrative:
The insulin pump was unable to prime during basic prime test due to flush/loose drive support disk. Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted or moisture on electronic or motor assemblies. Unit had scratched display window, missing end cap sticker and broken reservoir tube lip noted at visual inspection.

Event description:
Customer reported that he was out in the rain and his insulin pump started to alarm button error. Nothing further was reported.